Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a high/low tone from the implantable cardioverter defibrillator (ICD). A follow-up investigation revealed that the patient had her telephone laying on top of the device site when the beeping started. The ICD remains in use. No patient complications have been reported as a result of this event.